Event description:
Clinical report states that patient underwent closed reduction on (B)(6) 2013 and was revised to address dislocation on (B)(6) 2013. It was stated that the locking mechanism of the liner failed. Intraoperatively, significant titanium debris was found, and a couple of the screws were found to be loose. Update rec'd 07/12/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient was revised to address increasing pain as well. Upon revision the patient was noted to have a disassociation of the liner from the shell and a broken cable. At this time the patient's acetabular shell and unknown cable are being added to the complaint and reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot code(s). The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.